Manufacturer narrative:
H11: as the lot number for the device was provided, a review of the device history records was performed. The return of the sample is pending. The investigation of the reported event is currently underway. Section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
On (B)(6) 2025, a patient underwent a stereotactic breast biopsy through hard density tissue using a magnum needle. It was reported that during the procedure, the device needle was allegedly broken. The procedure was completed using another device. There were no reported patient injury.

Manufacturer narrative:
H11: additional information was received. Based on the information hub break identified and the file was reassessed for reportability and determined to be no longer reportable. Since an initial MDR was submitted, therefore, the file will remain assessed as a malfunction. B5, g3, h6 (component, method). Section a through f: the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
On (B)(6) 2025, a patient underwent a stereotactic breast biopsy through hard density tissue using a magnum needle. It was reported that during the procedure, the plastic part allegedly broke. The procedure was completed using another device. There was no reported patient injury.